Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the lcd window corners and reservoir tube. The pump was also received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that he has night sweats and it could be an issue related to the moisture exposure but it is highly unlikely. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.